Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm and occlusion alarm issues were verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that multiple intermittent cartridge alarms occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer loaded cold insulin into the cartridge. Customer performed a supply change to address the occlusion. It was also reported that a minimum fill notification occurred after the customer filled the cartridge with 200 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer's blood glucose (bg) level was 524 mg/dl- "high"; specific value not provided. Customer administered a manual injection and delivered a correction bolus to address bg. Customer continued to use the pump for insulin therapy.